Event description:
It was reported that a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock generated a leakof total parental nutrition (tpn) during patient use. There was no blood loss and no unprotected chemo exposure. There were no adverse operator consequences and no med/surg intervention required. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One used. List #mc330375, 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock; lot #unknown. One used. List #unknown, microclave; lot #unknown was received and tested. The sample was observed to have a leak. The reported complaint of a leak could be confirmed during testing. The probable cause of the leak is from an incomplete insertion during assembly. A device history lot # review could not be conducted because no lot number(s) was/were identified. D9 device received on 8/16/2024.